Manufacturer narrative:
The battery was returned to heartware. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.

Event description:
Approximately 4 months after heartware lvad implantation. The site reported that the patient's battery is not lasting more than one hour after being fully charged. The battery was replaced with one from the hospital's stock, and the unit in question was returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.